Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h6. The device evaluation codes have been changed as the product was received and evaluated subsequent to our first supplemental on 3/9/1998.

Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.